Event description:
Patient was revised because of patella tracking pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.